Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. Additionally a tear was observed on anterior view extending to posterior view within crease/fold, measuring approximately 13.5 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced spontaneous left side deflation, and right sided anisomastia post procedure. As a result patient underwent bilateral replacements with cat#: 3503751bc, unknown serial number on (B)(6) 2021. This report relates to the left prosthesis.